Manufacturer narrative:
An event of migration of piccolo device was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 a 5/4 amplatzer piccolo occluder was selected for implant in a (B)(6) old (B)(6) kg patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 4-5mm, pda length of 12-13mm and diameter at aortic ampulla of 6mm. During the procedure the device was successfully placed intraductally. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. 1 hours post-procedure, a routine x-ray was taken to check the device position and it was found that the device had migrated into the pulmonary artery. The patient was symptomatic and was taken back to the cath lab where the device was successfully removed with a snare to resolve the event. The following day, the patient underwent surgical pda ligation. The patient was doing well post-operatively with no adverse consequences. No additional information was provided.